Event description:
A clot aspiration was performed with a balloon guide catheter of the left internal carotid artery, revasculization of the m1 segment of the middle cerebral artery (mca) and the a1 segment of the anterior cerebral artery (aca) were achieved. This retriever was used for the clot retrieval at the distal portion of the m1 segment. After the retrieval, a vessel dissection at the left m1 segment was confirmed. Percutaneous transluminal angioplasty (pta) and a stent was placed. Post-procedure, a hemorrhage was confirmed by a CT scan. The physician attributed the dissection to the device. The patient died one day post procedure.

Event description:
A clot aspiration was performed with a balloon guide catheter of the left internal carotid artery, revasculization of the m1 segment of the middle cerebral artery (mca) and the a1 segment of the anterior cerebral artery (aca) were achieved. This retriever was used for the clot retrieval at the distal portion of the m1 segment. After the retrieval, a vessel dissection at the left m1 segment was confirmed. Percutaneous transluminal angioplasty (pta) and a stent was placed. Post-procedure a hemorrhage was confirmed by a CT scan. The physician attributed the dissection to the device. The patient died one day post procedure.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death, hemorrhage, and vessel dissection are noted in the directions for use (dfu). Therefore, a root cause of anticipated patient and procedural complications has been assigned to this event. Device was not returned to manufacturer.

Manufacturer narrative:
Correction: product long description - corrected; catalog # - corrected.